Event description:
It was reported to philips that the ac power module (s/n (B)(4)) worked only intermittently and was making a buzzing noise. There was no reported patient or user involvement and no adverse patient/user impact.